Manufacturer narrative:
Technician found fluid ingress on caregiver board and cable connection. Technician replaced caregiver board and caregiver cable to resolve.

Event description:
Technician found no function left intermediate siderail.